Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure or pt injury. Medical records did not include any info beyond (B)(6) 2003. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation info is obtained, a follow up MDR will be submitted.

Event description:
The following is based off a review of the pt's medical records provided to davol by the pt's attorney: (B)(6) 2002 - the pt underwent a multi-part procedure with implant of a non bard/davol tvt implant to repair a vaginal vault prolapse and sui and sacrocolpopexy with implant of a bard/davol flat mesh due to a history of vaginal vault prolapse, cystocele and rectocele. On (B)(6) 2003 - the pt underwent a revision of the non bard/davol tension-free vaginal taping due to erosion of the tape into the vagina. No mention of visualization of manipulation of the bard/davol flat mesh. The attorney further alleges the pt experienced unspecified adverse pt outcome associated with the use of the device.